Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Patient received an attune right total knee replacement as a revision of an unknown manufacturer's failed right partial knee arthroplasty. If additional information becomes available, the products of the partial knee revision may warrant an additional complaint. The right attune knee was then later revised for pain and aseptic loosening of the tibial base plate. Surgeon revised only the tibial base plate and insert, as the femur and patella were well-fixed. The surgeon provided no additional information about loosening interface(s) for the tibial base plate in his dictation--interface is currently unknown. Depuy cement was used. Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.